Event description:
It was reported the pt had htr/ pmi (hard tissue replacement / pt matched implant) implanted (B)(6) 2009. The implant was removed on (B)(6) 2009, as fluid from the shunt grew out (B)(6). (B)(6) is a common skin flora. The cause is unk.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. Current info is insufficient to permit a valid conclusion about the cause of this event. If additional info is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.